Event description:
The customer received questionable troponin I results for serum and plasma samples from one patient that were tested on two cobas e601 analyzers. All results are in ng/ml. The original results from cobas e601 analyzer serial number (B)(4) were 14.18 for the serum sample and 8.24 from the plasma sample. These results were reported outside the laboratory and were questioned by a nurse. The samples were repeated on the same cobas e601 analyzer and the results were 13.86 from the serum sample and 8.22 from the plasma sample. The samples were then repeated on cobas e601 analyzer serial number (B)(4) and the results were 12.80 from the serum sample and 7.84 from the plasma sample. It was unknown which result was correct. The patient was not adversely affected. The troponin I reagent lot number was 16750401 with an expiration date of 05/31/2013. The investigation could not determine a specific root cause as the patient samples in question were not available for further investigation.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was using sodium heparin as an anticoagulant. This was not an acceptable anticoagulant per product labeling. As part of the investigation, two serum and plasma pairs were tested with six different reagent lots including one reagent lot which was from the same production campaign as the reagent lot used by the customer. The result differences between the serum and plasma samples were significantly smaller than with the customer's sample. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.